Event description:
It was reported that a battery longevity anomaly was observed on the pacemaker. The physician suspected an overestimation of the battery longevity displayed on the pacemaker. A recalculation was performed and a feedback with the correct estimate was relayed to the provider. The pacemaker was being monitored carefully. There were no patient consequences.